Event description:
A customer reported that their mobile app crashed while they were attempting to pair their pump with the app. There was no reported adverse impact. The customer was unable to re-pair the app with the pump after several attempts, leading technical support to instruct them to uninstall the app, forget the pump from the bluetooth menu, and reinstall the app. These steps did not resolve the issue. Technical support then provided instructions to reset the pump, which successfully resolved the problem, allowing the pump to pair with the app.